Manufacturer narrative:
(B)(4). Additional information: the cause of the high drain alarm was determined to be a false empty detect when the I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. An event history log review verified the reported high drain alarm. No abnormalities were identified during internal/external inspections. The device passed both electrical and functional returned instrument testing evaluation (rite) tests. The pneumatic system was found to be working within specification limitations. A short simulated therapy was performed successfully. Although found in the event logs, the reported high drain alarm was unable to be duplicated during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a high drain alarm on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The registered nurse (rn) reporting the event had no details regarding the previous night¿s therapy. A technical service representative (tsr) initiated a swap of the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.